Event description:
It was reported that the patient experienced increase spasticity. No active alarms were noted on interrogation of the pump. The pump contained baclofen. The patient was returned to surgery. The pocket was opened to check cerebrospinal fluid backflow. During the procedure the catheter was cut; csf backflow was "ok". The hcp had difficulty removing the catheter connector from the pump and only the white plastic part was removed by pulling; next a tool was used to remove the metal part. Per the reporter: "because csf backflow was ok, both the pump and catheter were replaced. There was no problem to inject liquid from the catheter access port and to empty the pump but it had been refilled 3 days before the surgery, so there is no date on an eventual difference between the residual volume and the expected volume". Final patient outcome was not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.